Event description:
Disposable mogen clamp did not provide sufficient pressure - clamp did not meet in middle. Infant had problem with temporary insignificant bleeding after circumcision. Treated with adrenalin topically and silvernitrate to stop bleeding plus pressure for a number of minutes at the direction of physician. On 1/13 site without bleeding but looked swollen and with increased granulation. Hospital is unaware of any further complications.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.